Manufacturer narrative:
The investigation discovered the customer tested the patient's sample in a micro cup without using the correct settings on the analyzer. Per product labeling, "the instrument cannot detect micro cups by their dimension. You must select the micro option in workplace > test selection or on the host." The customer has not reported any further issues. The investigation did not identify a product problem. The investigation determined the event was consistent with a user error.

Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). The customer performed c-reactive protein precision testing with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable crp4 tina-quant c-reactive protein gen. 4 results for one patient tested on a cobas 8000 c 702 module. The patient's initial result was reported outside the laboratory. The patient's doctor questioned the initial c-reactive protein result, and the doctor requested a rerun of the patient's sample. The customer performed a repeat measurement on a different analyzer. At 07:53, the patient's initial c-reactive protein result was 0.00 mg/l. The customer's middleware system reported the initial result as "< 1.0 mg/l." At 09:21, the patient's repeat c-reactive protein result was 56.40 mg/l. The c-reactive protein reagent lot number was 513255 with an expiration date requested but not provided.